Event description:
It was reported that, "when the implant was opened by the circulating nurse, there was a hair inside the box. The implant was never touched by the scrub & sterile field."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.